Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported 30 months post stent graft implantation the pt presented emergently with severe abdominal and back pain. It was reported that the pt had previously been treated twice over the last two years for aneurysm expansion due to a type ii endoloeak with coils. The CT demonstrated that the aneurysm had enlarged and was dissecting. The physician surgically removed the stent graft and performed and open surgical repair with a conventional graft. No additional clinical sequelae were reported and the pt is fine.